Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3550-39, lot# n269606, implanted: (B)(6) 2010, product type: accessory. Product ID: 3550-39, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The consumer reported via the manufacturer that she had not used the stimulator in three years because she no longer had as much pain in her feet. The patient stated she needed an MRI due to back pain. No diagnostics or troubleshooting was able to be performed as the device had not been charged in three years. The system was explanted and the issue was not resolved at the time of the report. The indication for use was failed back surgery syndrome. No device issues reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery was damaged due to overdischarge. Analysis of the stimulation leads (serial number (B)(4)) found that the lead conductor bodies were broken at the anchor sites.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.